Manufacturer narrative:
Event date is unknown. The complaint was reported to bsc on (B)(6) 2018. A date of (B)(6) 2018 was entered as the event date to reflect an unknown day in (B)(6) 2018.

Event description:
It was reported that the device would not cross the lesion and a balloon puncture occurred. A 10mm x 3.00mm wolverine coronary cutting balloon was advanced, but the device would not cross the lesion and the balloon punctured. No patient complications were reported.